Event description:
It was reported that the patient presented to the hospital after experiencing a syncopal episode. Upon interrogation lead impedances greater than 3000 ohms were noted. The impedance measurements resumed to normal. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The patient would remain under observation.